Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.5/3.5/93 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on(B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged with a shorter length lens and this resolved the problem.